Event description:
The suture was used during an unspecified procedure on the eye. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported no pt injury occurred.